Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was explanted and replaced due to perforation. The ra lead was capped. The patient received a temporary pacemaker. A permanent pacemaker will be implanted in the future.